Event description:
It was reported that oversensing was observed on the right ventricular pacing and sensing lead of a high voltage therapy system. The noise had lead to episodes of ventricular fibrillation which caused unanticipated high voltage therapy to be issued. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.